Manufacturer narrative:
Analysis of the catheter found no significant anomaly. Analysis found the catheter pump connector was damaged at explant. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving intrathecal compounded baclofen (concentration 3500mcg/ml; dose 1134.2mcg/day), clonidine (concentration 400mcg/ml; dose 129.63mcg/day), and hydromorphone (concentration 1mg/ml; dose 0.3241mg/day) via an implantable infusion pump. Indication for pump use was intractable spasticity. Beginning an unknown date, the patient experienced increased spasticity and pain. On (B)(6) 2016 a (B)(6) study was performed and they had difficulty aspirating the catheter access port (cap). The physician proceeded to empty the pump reservoir; the expected residual volume (erv) was 28.8ml and the actual residual volume (arv) was 36ml. The pump was filled with 40ml of drug. A catheter revision was performed on (B)(6) 2016 at which time the pump was also replaced. Once the pump pocket was opened, they attempted to access the catheter and could aspirate with no struggle through the cap. The pump was replaced and the catheter was dissected out of scar tissue in the pocket site. The patient's status at the time of report was alive - no injury. The new pump was filled with the same concentrations of medication and the dose was decreased to baclofen 283.3mcg/day, clonidine 157.81mcg/day, and hydromorphone 0.3945mg/day. The segment of the catheter that was explanted was returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.